Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required to remove the migrated stent. Block h11: a wallflex esophageal stent was received for analysis. Visual inspection showed that the stent was in good condition. The stent was received fully expanded and deployed. Also, the clear outer sheath was found kinked. No other problems were noted with the stent. Product analysis could not confirm the reported event of stent migration. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, stent migration is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). Furthermore, the investigation found that the clear outer sheath was kinked. This could be due to procedural factors such as excess force or the manner the device was handled and manipulated, which was classified as adverse event related to procedure. Based on all available information, the investigation selected that the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the esophagus to treat esophageal cancer with 7cm lesion during a procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, stent displacement was observed. It was noted that the stent was implanted in the correct position; however, the patient reported discomfort, and the stent was found to be shifted. Subsequently, the stent was removed using snares. The procedure was completed with another stent of the same model. There were no further patient complications reported as a result of this event. Additional information received on october 8, 2025 and october 20, 2025: it was later confirmed that the stent was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced discomfort, and the migrated stent was confirmed via imaging.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the esophagus to treat esophageal cancer with 7cm lesion during a procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, stent displacement was observed. It was noted that the stent was implanted in the correct position; however, the patient reported discomfort, and the stent was found to be shifted. Subsequently, the stent was removed using snares. The procedure was completed with another stent of the same model. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required to remove the migrated stent.

Manufacturer narrative:
Block b5, block d6a, block d6b, and block h6 (impact codes) have been updated. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required to remove the migrated stent.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the esophagus to treat esophageal cancer with 7cm lesion during a procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, stent displacement was observed. It was noted that the stent was implanted in the correct position; however, the patient reported discomfort, and the stent was found to be shifted. Subsequently, the stent was removed using snares. The procedure was completed with another stent of the same model. There were no further patient complications reported as a result of this event. Additional information received on october 8, 2025 and october 20, 2025: it was later confirmed that the stent was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced discomfort, and the migrated stent was confirmed via imaging.